Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
The customer reported spo2 probe stopped working. Pulled out of service, clinician unable to troubleshoot. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the reported failure was confirmed. The device failure was found to have been caused by broken traces inside the rd15 connector causing open connections. During testing, the sensor was confirmed to be malfunctioning with no audible or visual alarms. The complaint history was reviewed for the involved lot which was released on 09/02/2016. Since the lot was released, there have been no related issues previously reported., corrected data: UDI field is corrected from "ni" to "(B)(4).